Event description:
This supplemental report is being filed due to the additional information that a revision procedure was performed and the associated right ventricular (rv) lead was surgically abandoned and replaced due to the previously reported product performance issues. No additional adverse patient effects were reported

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The 3191 code was utilized due to the surgery that occurred.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received an inappropriate shock due to noise and oversensing during an upper gastrointestinal endoscopy procedure. Additionally, a code 1105 was observed indicating an open condition. A review of the stored data identified one out of range shock impedance measurement of 129 ohms. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported.